Event description:
It is reported that the patient was revised due to loosening of the acetabular component.

Manufacturer narrative:
Evaluation summary: no components or photos were received, so the exact condition of the device is unknown. Primary operative notes were returned which were unremarkable. Bone scan notes from (B)(6) 2010 note that there is small focus of radiopharmaceutical uptake of the trochanteric portion of the proximal femur and a minimal radiopharmaceutical uptake around the femoral component of the prosthesis, which may represent minor loosening. Revision notes were provided which state that the acetabulum appeared to have moved, and there were areas of superior and posterior portions of the acetabulum which were uncovered. Post op diagnosis was stated as aseptic loosening of the left acetabular component. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.